Event description:
Linked to tw (B)(4) the hospital reported that during an endoscopic vein harvesting procedure, when an attempt was made to open the vasoview hemopro 2 jaws an audible clicking sound could be heard and the device did not burn correctly. The hemopro was working correctly until - 10 minutes of use. At that points the clicking started and cautery efficacy decreased. The pre-cautery test was not performed. Power setting at 3. The troubleshooting steps taken included cleaning the jaws with a wet 4x4 to see if that was the reason for decreased efficacy (took 7-8 beeps to burn through tissue instead of typical 3-4). The jaws were inspected to make sure there was no gross abnormality to explain the clicking. There was a delay in the procedure. A new device was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations:(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.